Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the guidewire is stuck in the guidewire lumen of the complaint instrument and cannot be removed. The diameter of the guidewire was measured and found to be compatible with the complaint instrument according to the IFU (0.014 inch/0.36 mm). Microscopic inspection revealed that the guidewire is severely deformed in three areas. In these areas the coil of the guidewire is unwound and is overlapping inside the guidewire lumen forming a thickened area which most likely causes the blockage of the guidewire. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes a removal of the auxiliary wire and an insertion of a transportation wire to ensure a free guidewire lumen. Further, the protector removal force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the unwound guidewire.

Event description:
A pantera pro coronary dilatation catheter was chosen for treatment. The balloon could not be inflated. Another device was used to finish the treatment.